Event description:
On (B)(6) 2010, the patient was implanted with an scs trial system. During the removal of the trial system, the lead got stuck in the patient. The physician pulled slightly harder and the #1 electrode broke off and stayed in the patient. The physician will attempt to remove the electrode during the permanent system implant if it can be safely removed.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.